Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. It had been slowly increasing from 2012 up to the point of reaching out of range measurement of 132 ohms. Patient will be checked to investigate further. Attempts to seek for additional information was not obtained this time as the patient was being rescheduled for his device check. Subsequently, the cause of the observation was not determined. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the the high shock impedance had been climbing and was now consistently at 166 ohms and could not be resolved. A lead revision took place but the device remains implanted. There were no additional adverse patient effects reported.

Event description:
Additional information was received that the device continued to exhibit a high out of range shock lead impedance of more than 125 ohms. The cause of the observation has no conclusive information. There was no shock test performed and the current action plan is to continue evaluating the impedance through remote monitoring system and the patient as well throughout the year. Further, if the impedance rises over 200 ohms then the physician will take corrective action. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product was subsequently explanted for another observation and was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.